Event description:
Allegedly, patient was revised due to mom complication: elevated cocr ions; pain; numbness; metallosis; fluid collection/swelling/inflammation/ pseudotumor. Additionally, intraoperatively there was corrosion around the stem. -right

Manufacturer narrative:
This is the same event as 3010536692-2015-00813, -00814.